Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported the device was not capturing and the battery impedance measurement was high. The device did not trigger the elective replacement indicator. It was also noted the atrial and ventricular lead impedance measurements were high. The device was removed and a new device was implanted. Upon connecting the leads to the analyzer and the new device, the leads tested normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.